Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shuts down off after accessing drawers. A field service engineer arrived on site, performed troubleshooting, and found that bearings were missing from drawer 2-2, stabilized the cabling, also installed a uninterruptible power supply (ups), as the battery backup was not functioning properly, addressed a ghost pocket issue, replaced half of the drawers 2.1 and 2.2 due to broken slides, replaced the pockets, and reconfigured the package, verified operation, and confirmed that the unit was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station shuts off after drawers were accessed. However, there were no delay or adverse events or injuries reported based on this event.